Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 07/06/2017 it was initially reported by the peritoneal dialysis (pd) nurse that the pd patient presented to the clinic with symptoms of abdominal pain, cloudy effluent and a final diagnosis of peritonitis post transfer set exchange. During a follow up call on 07/14/2017 further information was received which identified this female patient, on pd therapy since 03/26/2016, as presenting to the clinic with abdominal pain. Initially a breach in aseptic technique was suspected and the patient was given prophylactic vancomycin (route, dose unknown). The culture resulted in no growth however the white blood cell (wbc) count was 2282. The pd nurse suspected the patient to have aseptic peritonitis. Additionally, the patient¿s fill volume was initially increased from 2500 ml to 2800ml, but then switched back due to the patient not tolerating (details unknown) the increase. The patient was not hospitalized and recovered from the abdominal pain.

Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycle, the stay safe/luer lock catheter or the liberty cycler set. Additionally, there is no allegation against any fresenius products and the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was initially reported by the peritoneal dialysis (pd) nurse that the pd patient presented to the clinic with symptoms of abdominal pain, cloudy effluent and a final diagnosis of peritonitis post transfer set exchange. During a follow up call on (B)(6) 2017 further information was received which identified this female patient, on pd therapy since (B)(6) 2016, as presenting to the clinic with abdominal pain. Initially a breach in aseptic technique was suspected and the patient was given prophylactic vancomycin (route, dose unknown). The culture resulted in no growth however the white blood cell (wbc) count was 2282. The pd nurse suspected the patient to have aseptic peritonitis. Additionally, the patient¿s fill volume was initially increased from 2500 ml to 2800ml, but then switched back due to the patient not tolerating (details unknown) the increase. The patient was not hospitalized and recovered from the abdominal pain.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had abdominal pain and peritonitis. It was suspected the infection was due to a breach in aseptic technique. The patient presented to the clinic with abdominal pain and the patient was given vancomycin prophylactically as the culture showed no growth and the patient's white blood cell (wbc) count was 2282. The patient was not hospitalized, and recovered from abdominal pain.